Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused during therapy (dose, programmed amount and delivery rate unknown). The tubing was primed with saline, one (1) unit of pack cells was infused and the anticipated volume to be infused was 330 ml. Volume may slightly vary; however, at end of infusion approximately 30-40 ml was remaining. It was noted that the blood was primed to level below pump prior to commencing infusion on pump (so volume to be infused did not include the priming volume in the tubing and the blood reaches patient shortly after infusion started). Head height of blood bag approximately at 24 inches. The patient did receive full unit of blood within required time limit. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.